Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a loose drive support cap and it would come out. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. It was stated that the customer had already stopped using the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.